Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they inserted an infusion set on (B)(6) 2017 and it was not inserted properly. The customer stated that they could not feel the insulin going in and very quickly blood glucose went to 220 mg/dl and then rose to 405 mg/dl in the morning. The customer removed the infusion set and stated the cannula was curved but not bent. Troubleshooting was declined. The customer inquired if the insulin pump needed to be suspended when changing the battery. It was advised that the insulin pump should not be suspended to change the battery and that the high blood glucose issue may have been due to a site or set occlusion. The infusion set will be returned. The insulin pump will not be returned for analysis.